Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient stated that they did not know what medication was in the pump, but they thought it was dilaudid. The patient also stated that the pump had previously delivered clonidine, sufentanil and bupivacaine in high doses. The indication for pump use was non-malignant pain. The patient reported that about 3 months ago they started having problems with the handset and communicator. The patient stated that the handset was adding/taking 4 to 10 minutes extra/longer per bolus, so they could not get their last one before midnight. The patient mentioned another issue was that they would lose the connection to the pump. The patient also stated that the communicator needed to be charged above 50% to work and the handset needed to be above 60% to work. The agent had the patient close out of all running applications and go to the settings application. The agent then walked the patient through clearing out the data. The patient confirmed 28.5 mb of data. It was noted that the troubleshooting steps that were taken on the call resolved the issue, and the patient was going to monitor the external equipment and call back in if needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial#: unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.